Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. To address the high glucose levels, the customer administered a correction bolus through the pump and a manual injection, changed the infusion set, and replaced the cartridge before resuming insulin. There was no need for third-party assistance as the customer was capable of managing the situation independently.